Manufacturer narrative:
It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted a 25mm valve and implanted the same model and size valve 8 days post-operatively. Without return of the device for evaluation or a response from the health care provider, we are unable to investigate into the root cause for this event.

Event description:
Edwards received information through its implant patient registry, that a 3300tfx 25mm bioprosthetic aortic valve, implanted approximately eight (8) days, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 25mm.